Event description:
A cartridge change error was reported by a customer using their insulin pump, leading to unsuccessful cartridge loading attempts even after assistance from technical support. There was no adverse impact to the customer's blood glucose level, as it did not exceed the specified threshold. Ultimately, the customer was directed to customer service for further troubleshooting and was informed that a replacement pump would be sent with training available, while the problematic pump was to be returned to tandem within ten days.